Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used during an esophageal stent implantation procedure performed on (B)(6) 2015. The indication for stent placement was an esophageal malignancy. According to the complainant, during the procedure, a guidewire was placed through the stenosis and the ultraflex¿ esophageal ng stent was placed on the wire in an adequate position for deployment. As the physician was deploying the sent, the suture became tangled, and the stent was only able to be partially deployed. Therefore the physician decided to discontinue the use of this stent and the stent was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex esophageal stent was returned; a visual examination of the returned device found that the stent was partially deployed by 7mm. Device analysis determined that the condition of the returned device was consistent with the complaint incident as the stent was partially deployed and the deployment suture was caught on the deployed stent loops. During analysis an attempt was made to retract the deployment suture however, a resistance was met due to the deployment suture being caught on the deployed stent loops. One possible cause of this occurring is if the device was repositioned during deployment of the stent. The deployment suture was unattached from the stent loops and it was then possible to retract the deployment suture and fully deploy the stent without issue. No other issues were noted with the profile of the crochet stitches from the point of release from the stent. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used during an esophageal stent implantation procedure performed on (B)(6) 2015. The indication for stent placement was an esophageal malignancy. According to the complainant, during the procedure, a guidewire was placed through the stenosis and the ultraflex¿ esophageal ng stent was placed on the wire in an adequate position for deployment. As the physician was deploying the sent, the suture became tangled, and the stent was only able to be partially deployed. Therefore the physician decided to discontinue the use of this stent and the stent was removed from the patient partially deployed. The procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.